Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer. The customer performed troubleshooting procedures and was advised to change the lot of reaction vessels (rv's) and monitor the performance. There was no impact to patient management.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 80 mg/dl, 310 mg/dl and 200 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action, therefore, is unassigned. This is the final report.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 69058p100, device MFR. Date: 9/15/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel (rv) lot, list # 7c15-01, lot # 69058p100, expiration: n/a. Upon further review, an additional suspect rv lot, 69058p100, was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the handpiece started to smoke during a surgical procedure. There was no reported patient or user injury, and the procedure was completed successfully with another device.